Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. Customer's blood glucose was 232 mg/sl at the time of incident. Troubleshooting found that the customer thought the sensor did not retract and was still in their body. Customer was advised to monitor the site and reach out to their doctor if the cannula needs to be surgically removed.